Event description:
It was reported that an ez45b was used during a video assisted thoracic surgery. It was reported by the affiliate that the surgeon could not fire the instrument. Surgeon changed cartridges and still could not fire the device. A new device was used to complete the case. There was no consequence to the pt.